Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after preparing the device for firing and upon approaching the tissue, the device articulated suddenly and stopped. A new reload was tried and the same issue occurred. The handle was replaced with a different model and the issue was resolved. The procedure was completed. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the adapter noted that there was a bowed switch and cracked solder joints. Functional evaluation of the adapter found no abnormalities. Inconsistent reload recognition can be caused by a malfunctioning switch. The cracked solder joints and bowed switch were concluded to be the most likely root cause of the reported condition. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).